Event description:
Dialysis facility technician reported meridian device shut down during treatment without an alarm. The display screen went blank and blood pump stopped. No patient injury was indicated at the time of the initial report. No further information was available for this report.